Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2019 with the following findings: the ok keypad button was over responsive. The down arrow, up arrow, and contrast keys were working. The keypad was removed, and no evidence of contamination was found under the button contacts. The ok button contact was inverted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the ok keypad button was over responsive. This report is made based on results of investigation completed on (B)(6) 2019.